Manufacturer narrative:
The device was returned to Olympus for inspection, and a reportable malfunction was found. Based on the results of the investigation, a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device. This MDR was submitted during the system outage from July 22, 2026, to July 27, 2026, which may result in a delay in receipt of all of the acknowledgements.

Event description:
The customer reported that during reprocessing, the gastrointestinal videoscope distal cap was found burned. There was no patient injury reported.